Event description:
According to the reporter, during a rectosigmoidectomy and upon stapling of the rectum, the roticulator had no staples. The surgeon did a manual suture to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Additional information: (manufacturer name, first name, last name, email), (phone#, fax#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the device was received fully applied. Microscopic evaluation of the pushers noted damage to the pushers indicating presences of the clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.